Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 1000 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and pneumonia. As well as shortness of breathe and lack of energy. Once at the hospital the patient was diagnosed with dka, septic shock and having a heart attack. The patient was put on a ventilator for 5 days. The patient was treated with intravenous fluids, insulin and antibiotics. The patient was prescribed blood thinners and plavix. The patient was also suggested to use baby aspirin (81 mg) daily. The patient was discharged from the hospital after 15 days. The pod will not be returned as it has been discarded.